Event description:
The customer reported an alarm would go off and the cd rom would not boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.